Manufacturer narrative:
Qc prior to the event was within the established ranges, but was out of range low after the event. The customer stated that recalibration resolved the issue. On (B)(4) 2010, a bci field service engineer (fse) replaced electrode injection cup (eic) and performed necessary services.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low sodium (na) results generated by unicel dxc 600 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory. When qc shifted out of range low, the system was recalibrated. When qc after recalibration was within the established ranges, patient samples run since the last good qc were repeated, and the reports were amended. The customer was told that some of the inpatients had treatment modified (IV therapy), but no patients were harmed by the treatment. The customer was not told how many patients were impacted, or which patients were impacted.